Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the night of (B)(6) 2024 the patient accidentally cut their driveline with a knife and damaged the insulation of two driveline conductors on the pump side. In the time the pump stopped and the communication between the pump and controller was disturbed. No parameters were seen on the controller. The patient was stable. The hospital tried to stabilize the driveline the conductors temporarily with some plastic bars, drainage tube, and resq tape. The controller was exchanged at 11:27 pm and the pump started again without any issues. Log files were provided and confirmed all issues. A shortage between the two damaged conductors during the event was suspected as the two fuses inside the primary controller were broken (ocp and b fault). The duration of the pump stop was around 40 minutes, from 10:48 pm to 11:27 pm. Follow-up log files showed normal values in all areas. The pump was running as expected at this time and the patient felt fine. Further steps were being discussed. Pump MFR # 2916596-2024-00125.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller's fuses becoming damaged was confirmed via the provided log file. The provided log file from this controller contained data spanning approximately 1 day (02jan2024 ¿ 03jan2024 per timestamp). On 02jan2024 at 22:48:35, controller internal fault, low flow, and lvad off alarms activated and the associated opc_a and opc_b open fault flags indicated that damage to both of the controller¿s fuses had occurred and the pump was stopped. When the controller was powered on again on 03jan2024 to retrieve the log files, the controller internal fault alarm correlating to both damaged fuses were still active indicating that the controller would no longer support a pump. These findings are consistent with the reported damage from the patient cutting their driveline. Prior to the driveline being cut the system controller and pump appeared to be operating as expected. The system controller was not returned for analysis. Per the event and additional information, the driveline and its conductors were stabilized after the driveline had been accidentally cut by the patient. The controller was exchanged and the pump started again without issue. Both of the controller¿s fuses became damaged when the driveline was cut by the patient. There were no notable events prior to the driveline being cut. The root cause of the reported event was determined to have been user error in the patient accidentally cutting their driveline with a knife. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a driveline repair was requested. A repair was scheduled for (B)(6) 2024. Abbott engineers were onsite on 09jan2024 to investigate the pump end of the driveline. After cutting away the layers, it was noted that 5 of 6 of the wires had breaches in the wire insulation. The conductors themselves did not look damaged. The breached areas of the wiring were wrapped in non-conductive kapton tape. The area was sealed with more kapton tape and two layers of rescue tape. The pump was operating as expected. The patient was fine.